Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager fridge failed. The field service engineer performed hardware tests, verified all connections, and confirmed normal operation and no issues were found. The issue may have been caused by the fridge sliding during access, and the site was advised to secure it to prevent future occurrences. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.